Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that the plunger was still in the pre-deployed position and there was slack present on the link. The marker tube appeared normal and the marker port is not occluded. During the investigation, the guide tube was peeled to expose the marker lumen. There was no abnormal observation found on the marker lumen that could have contributed to the reported complaint. However, dried blood was found at the distal end of the marker lumen and clotted blood that was pushed out from the lumen while cleaning it. Marking patency was performed again after removing the dried/clotted blood and the marker lumen is patent. Based on the investigation findings, the device conformed to specification and a root cause for the reported complaint related to the device could not be determined. No manufacturing deficiency was detected. The probable cause for no marking can be influenced by many factors, including, but not limited to manufacturing, if the marker port is against the artery wall, side wall stick, low blood pressure, clot or tissue plugging the marker port and if the device is not in arterial lumen. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint database was performed and there were no similar complaints within this lot for the reported device code at the time this investigation was performed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after an interventional, carotid procedure. Reportedly pulsatile flow was not achieved when the device was in the anatomy. The device was removed, flushed and re-inserted. Pulsatile flow was not achieved. The site was rewired and a non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.